Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection and post procedural complications are known events with peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Patient reported that the procedure took longer than expected. Report indicated that there was hard time giving patient enough sedation and unsure if it was due to weight gain. The following day, the patient experienced severe pain in shoulders, chest and back and ambulance service was called. Report indicated that the trapped gas in chest caused the pain. Patient also experienced stoma site discharge and notified physician. Patient was prescribed unknown antibiotics for 5 days.